Event description:
Reportedly, the device continuously prompted motion detected in AED mode and could not complete analysis of patient ECG as a result. The patient was not resuscitated. The reporter indicated pt outcome was not affected by the event, based upon a lack of patient viability.